Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported, one day post implant, that the right ventricular (rv) lead had intermittent loss of capture on the electrocardiogram that was collected overnight and during the morning check. Follow up indicated there had been no further issues with the loss of capture. The physician is continuing to monitor the lead closely and it remains in use. No patient complications have been reported as a result of this event.